Manufacturer narrative:
(B)(6). (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the "safety did not engage when needle retracted" on a bd saf-t-intima¿ IV catheter safety system. No serious injury or medical intervention was reported.

Event description:
It was reported that the "safety did not engage when needle retracted" on a bd saf-t-intima¿ IV catheter safety system. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: unfortunately a lot number could not was not submitted for this complaint. Preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: no sample or photos were provided; therefore, the root cause cannot be determined. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.